Event description:
It was reported that since implant of the implantable cardiac monitor (icm) there have been myopotential oversensing at night and it is occuring about the same time each night; it is believed to happen when the patient rolls over in bed. It was also reported there were some instances where the device reported asystole. It was further reported that noise and undersensing was noted. Device sensitivity was increased and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.